Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a application failure. A technical support specialist contacted the customer and explained the situation, confirmed that the customer was able to edit the most recent request as approved, and verified in myqlink that the customer successfully issued the medication to the patient. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the verify request was rejected when user attempting to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.